Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: reported premature battery depletion was not confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be within the expected limits.

Event description:
It was reported that the patient presented for follow-up. It was found that the battery depleted faster than expected in a short period. The device was explanted and replaced. The patient tolerated the procedure well.